Event description:
It was reported that the 4.0 x 19 mm graftmaster stent did not cross to the perforation. An attempt was made to transfer the patient to the operating room; however, the patient's condition deteriorated and the patient subsequently died on the cath lab table. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that death is listed in the graftmaster instructions for use (IFU) as a potential adverse event that may be associated with stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.